Event description:
It was reported during a routine 4-year follow-up on (B)(6) 2026, that a patient implanted with the wise crt system exhibited reduced biventricular (biv) pacing performance. Since the previous follow-up on (B)(6) 2025, biv pacing has decreased to approximately 33%. Limited electrode tracking was observed across all postures, with intermittent tracking and biv capture achieved only in the sitting position. The patient was also reported to have experienced significant weight loss since the time of the initial implant. System diagnostics, including battery voltage, remaining capacity, and acoustic parameters (e.g., edges per rv, distance, and angle), were within expected ranges. The battery depletion profile was consistent with normal use and indicated progression toward elective replacement timelines (rrt/eos). No device alerts or malfunctions were identified. No further information has been provided.

Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.